Event description:
The account reported the foot brake caster is not holding. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the foot brake caster was worn most likely due to normal wear and tear. The technician replaced the foot brake caster to resolve the issue. Based on this information, no further action is required.